Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient reported that in january of this year, he went from using one pad a day to 5 pads a day. The physician indicated that atrophy of the urethra lead to the sphincter not fully closing the urethra resulting in incontinence. The artificial urinary sphincter was removed and replaced with a downsized cuff from a 5.5 cm to a 4.5 cm. No further patient complications were reported.